Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma and an infection. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, high impedance, undefined impedance, non-sustained ventricular tachycardia, high rate non-sustained episodes, and was fractured. The lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.